Event description:
(B)(6). According to the information received, an end user reported a catheter with blocked eyelets. The customer believes there is a blockage in the catheters--possibly crystals--as it will not drain urine.

Manufacturer narrative:
The device was received for examination. Visual inspection concluded that the product conformed to specifications, and there were no blocked eyelets. Therefore, coloplast cannot confirm the reported complaint. A review of the lot history records did not reveal any deviation related to this complaint. To date, there have been no additional complaints for this lot number.